Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood (bg) glucose level of 412 mg/dl. Reportedly, the cause was the pump. Tandem technical support was not able to find any issues with pump or supplies, however the customer denied the pump was working as intended. The customer went to the emergency room (ER) where intravenous fluids and insulin was administered to address the elevated bg. The customer left the ER in fair condition and a bg in target. Reportedly, the customer reverted to manual injections for insulin therapy.